Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred.the 99% stenosed target lesion was located in the non calcified and severely tortuous mid right coronary artery (rca). The 8.0mm x 5.0mm quantum maverick balloon catheter was advanced to the lesion and during an unspecified inflation, the balloon ruptured at 14 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)